Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and found a clog in the waste pathway from the dv (distribution valve), which caused blood to backflow through the vcs (volume, conductivity, scatter) or differential side of the instrument, causing the reported issue. The backflow impacted the sample pressure tank and pressure regulator and the lines connected to them. The fse removed the clog to resolve the reported partial aspiration errors and replaced every manifold in the vcsn diluter panel, the pressure regulator for the sample/sheath and sample tanks, and the flowcell sample line all as a preventative measure due to the backflow. (B)(6).

Event description:
The customer reported receiving partial aspiration errors on patient samples run on a unicel dxh 800 coulter cellular analysis system, and requested a service visit. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.